Manufacturer narrative:
Several attempts have been made to obtain additional details of the reported events. No lot numbers are available, and the product was not returned for investigation. It is unknown if corrective surgeries have taken place and if so, the outcome is unknown. Based upon the information as presented, it is unknown whether the issue as described is related to the device, patient medical history, or surgical technique. Mesh erosion/extrusion is a known risk with the use of all mesh procedures and may be due to device malfunction, surgical procedure, or patient medical history. Erosion is labeled in the product instructions for use (IFU) warning section. When used correctly as intended, the clinical benefit to the patient for the treatment of stress urinary incontinence outweighs this risk.

Event description:
(B)(6) reported: "(B)(6) called me today and let me know that dr. (B)(6) had 4 more erosions with desara tv over the last 2 weeks. No more details provided although these were similar to the prior complaints from dr (B)(6)." Additional information has been requested from sales rep. Sales rep responded with additional information: "I don't have any additional lot numbers. I believe I sent you all a few when he first told me about them. Unfortunately, he doesn't want to give out anymore of the patient's names. He says he has recently done everything the same as he always has done them. He can't think of anything that has changed over the past 6 months". This submission is MDR 1 of the 4 reported adverse events of erosion.